Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pipette into wells and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced tip clamp. No death or serious injury was associated with this event.